Event description:
Customer reported the system is not working correctly. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and tightened the lemo connector. System operates as intended.